Event description:
"Patient CT scans captured on (B)(6) 2022, investigator noted worsening of intimal flap. An additional stent graft (28-n4-24-099-24u) and balloon dilation of the entire length of the stent graft occurred on (B)(6) 2022. Dr. (B)(6) states the worsening of the intimal flap is possibly related to the device but unknown relationship to the procedure that was done 2.5 years prior on (B)(6) 2019). Patient CT scans capture on (B)(6) 2022, investigator noted thrombus at the distal end of stent. Dr. (B)(6) states the thrombus is possibly related to the device and possibly related to the procedure that was done 3 years ago. Relevant medial conditions from (B)(4): traumatic injury to the descending thoracic aorta due to a motor vehicle accident (24 years old at time of injury and initial stent graft implant). An updated follow up note from (B)(6), assoc. Director, clinical affairs, on (B)(6) 2023 states: per the dr. (B)(6) "the pad is related because it was caused by the thrombus that has formed at the distal end of the tevar and broke off to occlude the legs. We actually saw [the subject] yesterday and he is doing well since his procedure to treat the pad. The distal tevar thrombus is now stable with only a small bit of thrombus along the wall of the aorta. We are still watching him closely." Patient outcome: "none at this time." Update: 08/31/2023: "he is doing well."

Manufacturer narrative:
This device is part of ide study (B)(4), patient ID#: (B)(6). This complaint is being reported as part of a company initiative for reporting complaints and adverse events from ide studies. A CAPA has been initiated to address the matter of timely reporting of complaints. In addition, this complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00171, device 2 is being reported under MDR-2247858-2023-00172, and device 3 is being reporting under MDR-2247858-2023-00173. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient CT scans captured on (B)(6) 2022, investigator noted worsening of intimal flap. An additional stent graft (28-n4-24-099-24u) and balloon dilation of the entire length of the stent graft occurred on (B)(6) 2022. Dr. (B)(6) states the worsening of the intimal flap is possibly related to the device but unknow relationship to the procedure that was done 2.5 years prior ((B)(6) 2019). Patient CT scans capture on (B)(6) 2022, investigator noted thrombus at the distal end of stent. Dr.(B)(6) states the thrombus is possibly related to the device and possibly related to the procedure that was done 3 years ago." Patient outcome - "none at this time."

Manufacturer narrative:
This device is part of ide study (B)(4), patient ID (B)(6). This complaint is being reported as part of a company initiative for reporting complaints and adverse events from ide studies. A CAPA has been initiated to address the matter of timely reporting of complaints. In addition, this complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00171, device 2 is being reported under MDR-2247858-2023-00172, and device 3 is being reporting under MDR-2247858-2023-00173.